Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed displacement accuracy test, active current measurement, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump failed sleep current measurement test due to high current. High sleep current was isolated to the electronic assembly. Unit successfully downloaded to thump. The electronic assemblies, motor and force sensor were inspected and cracked j4 was noted. The following were noted during visual inspection: keypad overlay texture damage, pillowing keypad overlay and cracked select button keypad overlay. Unexpected battery power loss confirmed and isolated to the electronic assembly. Unable to verify customer's high bg complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 300 mg/dl. The event involved product mmt-1886. Troubleshooting was not performed. No further patient complications were reported. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1886 was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.